Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a pulse generator implant procedure. During the procedure, the right ventricular lead was tested on the pacing system analyzer and exhibited low lead impedance. The atrial lead was tested on the same system and was functioning properly. The right ventricular lead was tested again and the same anomaly was seen. The lead was inspected and no insulation damage was found. A different lead was then used to complete the procedure successfully. The patient did not experience any adverse consequences.